Event description:
Customer states that she will receive a result of hi and a normal result of 132-180mg/dl when performing tests back to back on the advantage system. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.